Event description:
The patient in cath lab post cardiac arrest witnessed in field and again during transport. Hypothermia protocol in use. According to the customer there was nothing acute in coronaries, patient with blood coming from mouth. Bp in low 50's according to nibp. Iab catheter inserted without difficulty, line aspirated and zeroed without issue. Bp reading on pump 52/48 map 48 aug unknown once pump started. Worked in ECG trigger without issue. The physician was not pleased with pressures and removed the balloon and asked for a 2nd balloon. The 2nd balloon inserted without issue but pressures on second balloon same as 1st. The 1st balloon was removed a 2nd balloon inserted. The 2nd balloon removed and a separate complaint will be filled out on it. Patient death occurred on the second balloon.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering half of the balloon. No kinks were found. The technician attempted to insert a laboratory 0.025" guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. An underwater leak test of the balloon, catheter, y-fitting and extra-corporeal tubing was performed and no leaks were detected. An evaluation of the product was unable to confirm a failure. The product performed according to specification. (B)(4).

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).